Manufacturer narrative:
Reported event was confirmed by review of the provided revision op notes. Review of revision operative notes states patient underwent revision for left hip due to significant pain secondary to polyethylene wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Due to insufficient information,complaint history could not be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: cp153126, 26 mm mod hd co-cr-mo -6, 176820. Unknown, unknown stem, unknown. Unknown, unknown cup, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported by the patient's legal counsel that the patient had a revision procedure eighteen years post-implantation due to wear. Attempts to obtain additional information have been made; however, no more is available.